Event description:
It was reported that a cusa excel 23khz cem nosecone would not turn off during a liver resection. The event was described as follows: "diathermay component on the hand piece of the cusa had been working for half an hour when suddenly the diathermy would not turn off. The plug was removed from the diathermy machine to prevent burning the patient." There was no adverse event to the patient and there was no delay in the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.